Manufacturer narrative:
The sodium electrode lot number is dvp11, and the expiration date was not provided. The chloride electrode lot number is dxq01, and the expiration date was not provided. The customer performed an ion-selective electrode (ise) flow path wash, replaced the sipper and vacuum nozzles, and cleaned the dilution mixer. For verification, the customer ran a successful calibration and qc, and the precision looked good. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode and ise indirect na-k-cl for gen.2 (chloride electrode) results from the cobas pro ise analytical unit for 14 patients. Please see the patient results. The repeat results were deemed to be correct. The questionable results were repeated after a doctor questioned the results.

Manufacturer narrative:
Medwatch field b3 date of event was updated. It was clarified that the first repeat results were completed on the same module as the initial results. The second repeat results were on another module for confirmation and not released outside of the laboratory. The calibrations were acceptable. The qc results provided were within range. During the investigation, the indices were reviewed. Two of the samples had h indices above 20, which is consistent with a high level of hemolysis present. This is consistent with a pre-analytical issue that can affect potassium results. In the alarm trace report, there was an alarm for the sample probe: abnormal aspiration, which is also consistent with poor sample quality. A field service engineer (fse) replaced the sipper and vacuum nozzles and cleaned the dilution mixer. The customer successfully ran calibration and qc. The investigation determined that the service action resolved the issue.